Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred while a bolus was delivering. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined further troubleshooting with tandem technical support in regards to the fill estimate issue and reverted to manual injections for insulin therapy. Customer's blood glucose level was 121 mg/dl.